Manufacturer narrative:
Section g3: date received by manufacturer of the previous report was (B)(6) 2025. Manufacturer's investigation conclusion: a review of the submitted imaging showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with extrinsic outflow graft obstruction (eogo). A review of the submitted log files captured low flow alarms. No other unusual events or alarms were captured. The submitted computed tomography (CT) images were reviewed and showed cross sections of the outflow graft. The images appeared to show a narrowing of the outflow graft lumen due to a buildup of biodebris between the bend relief and the outflow graft, consistent with eogo. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. A, are currently available. The IFU lists adverse events that are associated with the use of the left ventricular assist device system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient had symptoms of lightheadedness and shortness of breath and biventricular failure at the time of the low flow alarms. Transthoracic echocardiogram showed severe mitral regurgitation. Right heart catheterization was performed: right atrium 18 mmhg, pulmonary artery 64/30, pulmonary capillary wedge pressure 26, cardiac output 3.6/ cardiac index 1.78. Computed tomography of the abdomen showed a significant amount of thrombus within the proximal outflow of the lvad, although it was determined it was not thrombus. The patient was also treated with diuresis and intravenous inotropes. Low flow alarms did resolve.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported log files were submitted to tech services for review after the patient was admitted with low flow alarms. Log file review appeared to capture low flow events on (B)(6) 2025. Additional log files were provided on (B)(6) 2025 post extrinsic outflow graft obstruction (eogo) stenting. The event log captured low flow alarms & low speed advisories on (B)(6) 2025 from 13:06 to 13:50. There were also multiple set speed changes during this period some causing the low-speed advisory alarms. All parameter normalized starting at 13:50 until the end of the log at 14:59 with set speed of 5400 rotations per minute (rpm) and a low speed 4800rpm.